Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as an unknown rejuvenate modular femoral stem-left. Additional information has been requested and if received, will be provided in the supplemental report. Not returned to manufacturer.

Event description:
It was reported that the patient has been diagnosed with altr following implantation of a rejuvenate modular femoral stem in her left hip. The patient is noted to be symptomatic with mild symptoms, although the patient had initially denied presence of symptoms. It is noted that the iliopsoas was released at index tha surgery. Infection has not been diagnosed. The following measurements were recorded at 20 months since index surgery: cobalt - 12; chromium - 2.6.

Manufacturer narrative:
This event is a duplicate of (B)(4). This event has been reported under ar reporting complaint #(B)(4).

Event description:
It was reported that the patient has been diagnosed with altr following implantation of a rejuvenate modular femoral stem in her left hip. The patient is noted to be symptomatic with mild symptoms, although the patient had initially denied presence of symptoms. It is noted that the iliopsoas was released at index tha surgery. Infection has not been diagnosed. The following measurements were recorded at 20 months since index surgery: cobalt - 12; chromium - 2.6.